Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit, loss of consciousness and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient was taken to the emergency room by ambulance and diagnosed with hypoglycemia. The bg (blood glucose) levels were reported to be <70 mg/dl while wearing the pod between 4 and 24 hours in the abdomen. The patient reported she was new to the omnipod system and recently started pump therapy. She reported the day of hypoglycemia event, she was fasting for a medical procedure and did not want to break her fasting by eating something to treat the hypoglycemia. Patient reported she paused insulin delivery by her pump, but bg levels were already too low. She reported losing consciousness. For treatment, the patient was given intravenous (IV) dextrose. The patient was released after 2 hours.

Manufacturer narrative:
Inspection of the patient history buffer file shows that no transmitter was connected and the device was operating in manual mode for the duration of use. The system was delivering insulin at the user's set basal rate. No damages or defects were found that would cause an over delivery of insulin.